Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Method: the hc500 was forwarded to our united states office where calibration and performance tests were performed. Results: initially the temperature probe socket had to be repaired prior to operation of the hc500. This fault, however, has been ascertained not to play a contributing factor to this incident. Subsequently, the device passed all calibration and functional tests. Conclusions: the results indicate that the hc500 humidifier is operating correctly. The melting of the circuit is most likely caused by overheating of the circuit as a direct result of the pillow preventing adequate ventilation of the system. The user instructions caution against covering "the pt delivery tube with blankets, towels or similar material as this may cause the pt delivery tube to overheat."